Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse confirmed the control failure for bilirubin. The fse fixed the rinse pump to resolve the customer issue. The fse reran controls and the controls passed. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported ca quality controls failing for bilirubin. The customer was getting false negative control results. There were no erronrous results generated or reported out of the lab.